Event description:
It was reported that 2 patients underwent revision hip arthroplasty due to fracture. It is unknown if patient bone or implant fractured.

Manufacturer narrative:
Information was rec'd via published article: http://www.ncbi.nlm.nih.gov/pubmed/25399966. Other device used: catalog # unknown, unknown zimmer trilogy liner lot #unknown. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehab protocol is unknown. A definitive root cause cannot be determined with the information provided. This event is reported through a journal article that studies short-term survival of the trabecular metal cup in comparison to similar cups used in acetabular revision surgery. The part numbers and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. The journal article states that the surgical intervention included either a cup or liner revision. An exchange or removal of the cup and liner following the initial revision was defined as a re-revision of the cup. The journal article did or cup caused or contributed to the reported events for the patients.